Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the ptfe pad was worn and partially separated. The probe was not broken. The manufacturing history was reviewed, with no irregularities noted. This type of the error and the ptfe pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the ptfe pad was damaged when the user continued to activate seal & cut mode without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the error occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. The instruction manual of the device already cautions; do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopy-assisted colectomy, the subject device was used. It was reported that the ptfe pad of the device was separated at the early stage from the beginning of use. The user exchanged it with the 2nd device of tb-0535fc and continued the procedure. However, it was reported that the ptfe pad of the device was separated after 2 hours of use. The procedure was completed with a different device. And it was reported that probe damage error occurred in the middle of use. There was no report to identify the device which generated the error. There was no patient injury reported. After olympus medical systems corp. (Omsc) received two devices of tb-0535fc for evaluation, omsc confirmed that the ptfe pad of the first device was partially separated. However, the second device did not correspond to the criteria of MDR. This MDR is regarding the one of two devices which pad was partially separated.